Event description:
It was reported that approximately 26 months post-implant of a bifurcated device and two aortic extensions, a type ii endoleak was identified. The physician chose to treat the endoleak by coiling the graft. However, approximately two days later, the physician identified a type iiib endoleak, and chose to reline the device with an additional aortic extension, which successfully corrected the endoleak.

Manufacturer narrative:
It was reported that approximately 26 months post-implant of a bifurcated device and two aortic extensions, a type ii endoleak was identified. The physician chose to treat the endoleak by coiling the graft. However, approximately two days later, the physician identified a type iiib endoleak, and chose to reline the device with an additional aortic extension, which successfully corrected the endoleak. Device remains implanted in the patient.

Manufacturer narrative:
Based upon the investigation the reported event was inconclusive. A product was not returned for evaluation and operative images were not provided. Medical records were provided for clinical assessment and were assessed by clinical specialist with the following impression: the cause for the endoleak is puncture of graft during treatment for endoleak. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.